Manufacturer narrative:
Based on the claim against the product noting the medium-large clip applier instrument was not firing, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The medium-large clip applier instrument was analyzed, and the complaint was not confirmed by fa. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement test. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The instrument released energy. The instrument was fully functional. No product issue was identified. The complaint regarding the instrument not firing was confirmed by fa, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was not firing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.